Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us.

Event description:
The scope is installed on (B)(6) 2021 at (B)(6) hospital. Upon opening the box, the whit dirty appeared on the scope box and scope connection which cannot be cleaned. This event occurred at the time of before use. There was no report of patient harm.